Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, including oversensing due to non-physiologic signals/sic (sensing integrity counter). Additionally, analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited noise, oversensing, and high impedances. The lead was capped, and the previously capped rv lead was reattached to the device after testing the lead with the analyzer. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited noise, oversensing, and high impedances. The lead was capped, and the previously capped rv lead was reattached to the device after testing the lead with the analyzer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead - (B)(6) 2005. (B)(4).